Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device alarmed error 1260 and error 1210. The event occurred before patient use at the facility. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the view period. The customer reported issue was confirmed as the device exhibited the error code when turned on. The possible cause was a defective mainboard. The mainboard was replaced. Functional testing was performed, and the device passed all tests thereafter.